Manufacturer narrative:
UDI: (B)(4). The two x15 torque drivers (product code: 2883-06-100, lot number: gb59243) were returned for evaluation to the chu. Due to the drivers allegedly under torquing during use, the drivers were submitted for torque testing. When tested, one of the drivers regularly exerted torque values greater than specified torque. This over torquing may be due to general wear and tear of the parts as no distinct amounts of rust or galling are present on the parts inside the torque driver¿s handle and ratcheting mechanism. While the driver was over torquing inserted inner screws, the amount of torque applied was not great enough to incur damage to the driver or inner screws. The second torque driver would occasionally exert more torque than its specifications would permit, although the average exerted is within specification. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the torque drivers exerting more torque than anticipated cannot be determined from the samples and the information provided. A potential root cause may be wear and tear to the instrument over time. It has been noted that these instruments were less than 2 years old at the time of return. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016 dr (B)(6) was performing a back front back cervical procedure. Using the depuy mountaineer screw system. We dropped screws at c3-c5. Then flipped the patient and performed acd's at c3-4 and c4-5 using mtf at acf tissue lordotic 7mm height. We also inserted 2 screws and washers from the small frag system. We then flipped the patient prone to insert rods and caps to finish the construct. We used a 3.5 ti rod and attempted to lock it down on the patient's left side at c5. After torquing, the head of the screw was still mobile. We tried a different set screw, head was still mobile. Then tried the right l5 and head was still mobile. Switched out left c5 to a 4.0 screw, a new set screw. Torqued and head was still mobile. Used a backup torque driver. Heads were still mobile. Attempted to white knuckle with pencil driver and heads were still mobile. Attempted the left c3 screw and that head failed as well. Attempted to then use a head-to-head connector inner screw, torqued and still the head was mobile. At that point the patient was not healthy and we decided to take all screw out and use synapse.